Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the ok button; the audio bolus button was found to be detached from the pump. A damaged keypad and audio bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damage is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response. The ok button was found to be responding appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.